Manufacturer narrative:
D4: expiration date: updated; section d10/h3 - - product available to stryker ¿ yes ; section d10 - returned to manufacturer on ¿ 6/19/2019 ; h3: device evaluated by mfg: yes; h3: summary attached: updated; h4: manufacturing date: updated. The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned device and it was observed that the guidewire was returned in two fragments. The core wire was protruding (visible) through the nitinol proximal separated section. The guidewire was bent on several places on nitinol proximal and distal to the separated sites. The guidewire platinum coil was severely stretching. Functional evaluation could not be performed due to the condition of the guidewire. Additional information provided by the customer indicated that the device was prepared per the dfu. The identified anomalies suggest that the excessive torque and manipulation contributed to the identified device issues, as a result, an assignable cause code of handling damage has been assigned to this investigation.

Event description:
It was reported that during a procedure in a severely tortuous anatomy in the internal carotid artery, the operator could not control the tip of the guidewire (subject device) when manipulating it. The operator withdrew the guidewire and found that the guidewire tip was partially but not completely fractured. The operator withdrew the guidewire within the microcatheter. There were no clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during a procedure in a severely tortuous anatomy in the internal carotid artery, the operator could not control the tip of the guidewire (subject device) when manipulating it. The operator withdrew the guidewire and found that the guidewire tip was partially but not completely fractured. The operator withdrew the guidewire within the microcatheter. There were no clinical consequences to the patient.